Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was then selected for treatment. During procedure, the physician attempted to inflate the balloon; however, the balloon ruptured. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. As the device was being removed from the carrier tube, in preparation for disinfection, the midshaft broke. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The balloon was unable to be inflated to determine the location of the leak, due to the break in the midshaft. The midshaft was broken at 64 mm distal to the hypotube/midshaft bond. The midshaft was severely stretched distal to the midshaft break. In addition, the outer was stretched at 3 mm distal to the guidewire exit port for a distance of 3 mm distally. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was then selected for treatment. During procedure, the physician attempted to inflate the balloon; however, the balloon ruptured. No patient complications were reported and the patient's status was good.